Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently suspended insulin delivery with no alerts or alarms. Customer¿s blood glucose levels remained elevated (high 500 mg/dl). Customer delivered correction boluses and administered manual injections to manage blood glucose. Multiple attempts were made to follow up with the customer to obtain additional specific information; however, no additional information was provided.